Event description:
It was reported that the rotation speed could not be displayed. A rotablator console was selected for use. During the procedure, it was noted that the rotation speed could not be displayed on the console. The procedure was completed with another same device. There were no patient complications reported and the patient was stable.